Event description:
It was reported to boston scientific corporation that during preparation to place an ascerta ureteral stent, it was noticed that the stent was ripped in the packaging. No damage to the packaging itself was noted. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." Several attempts have been made to obtain additional info and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that during preparation to place an ascerta ureteral stent, it was noticed that the stent was ripped in the packaging. No damage to the packaging itself was noted. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine." Several attempts have been made to obtain additional info and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Component code 515 relates to device code 3024 for torn material

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned ascerta ureteral stent revealed that the pigtail was torn two centimeters from the renal end. The device also presented with kinks along the shaft. The stent was returned without the suture, and with residue which is evidence of manipulation. However, the customer reported noticing the tear while the device was still in the packaging. The cause for the event could not be determined.